Event description:
The user facility reported that near the completion of an emergent repair of an aortic dissection, the oxygenator was changed out to optimize the blood gas values. The pt was placed onto cpb and the pt's body temperature was lowered to 19-c. Perfusion of the pt was stopped for 33-minutes while the aorta was cross-clamped and repaired. The oxygenator circuit was recirculated during this time. Cpb was re-initiated and continued for approx 2 hrs, 45 mins. The pt was weaned from cpb, but the perfusionist continued to re-circulate the oxygenator circuit while the procedure was being completed. 2-hrs, 20-min later, cpb was re-initiated for a third time to "repair the suture line of the composite conduit." At that time, the perfusionist was concerned that oxygenator performance was decreasing, so the perfusionist changed out to a new oxygenator. The procedure was completed successfully and the pt was sent to ICU in "relatively stable condition".